Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. It was reported that the rep could not reproduce the issue. The registration error seen was the due to not being on the correct setting during the procedure. The software was upgraded and a full system checkout was performed after the upgrade and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that the site saw the screen go black. When the screen was black, they could see the mouse cursor, and the mouse could still move on the screen, but there was nothing to interact with. They had to hard shut-down the system. This issue occurred twice. No further details were available currently.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The logs were reviewed but did not provide enough information to determine whether a software anomaly contributed to the reported behavior. If information is provided in the future, a supplemental report will be issued.